Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as onset for the event. The patient was treated with unknown antibiotics for the peritonitis. The patient was discharged one day after admission. At the time of this report the patient was recovering from this peritonitis event. Action with dianeal therapy was ongoing. No additional information is available.